Event description:
It was reported a unspecified particulate matter was observed inside the dialysis cap of a polyflux 17l set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation along with a photograph of the sample. Visual inspection of the provided photograph showed a red circled area on the header cap of welding expulsions. During visual inspection of the actual sample, the product is noted in its original packaging and a welding expulsion at the ultrasonic welding seam was observed between the housing and the head cap. Dialysate does not flow through this area. This is only an appearance that can occur during the welding process. Additionally, a leak test of the dialysate side was performed, and no leakage was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.